Event description:
It was reported that there were higher than normal impedances post-operation, but it might have been due to edema and a post-procedure infection. The physician did not want to remove the lead so they watched symptoms and everything resolved itself. The initial implant was more than 2 years ago. It was stated that there was possible scarring in the track that may be the cause of the higher impedances. It was stated that the voltage had been "slowly" creeping up over time, but the impedances have remained stable. The patient was receiving "good" therapy benefit currently. No further information about this event was provided. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3387s-40, lot # v388241, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v388241, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).